Event description:
It was reported that during the implant procedure, when the lead was to be positioned, the part of superior vena cava (svc) coil could not be advanced further and therefore it had to be pulled out and re-inserted repeatedly. It seemed to have caused damage to the coil. Under fluoroscopy, the lead was taken out and the coil did actually look slightly damaged. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned with extrinsic distortion/stretched to the svc exposed coil. (B)(4).